Event description:
This lv lead was implanted (B)(6) 2004 and was capped on (B)(6) 2012 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).